Event description:
During routine inspection performed by our distributor in (B)(4), a 0.20 mm black particle was found in contact with the graft. There was no pt injury as the device never reached any hospital.

Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. An examination of the complaint device under magnifying glass confirmed the presence of a black particle (approx 0.2 mm) in contact with the graft. This particle will be sent to an outside and independent laboratory in order to be identified. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.